Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the station was fully functional. No issues were found, and no further service was required. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer repeatedly disconnected and reconnected while medications were being pulled. When the unit was idle, no disconnection occurred; however, as soon as a drawer was opened, the drawers disconnected, and once the drawer was closed, the drawers reconnected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.